Event description:
During follow-up, noise episodes were observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece. Visual inspection found one external insulation abrasion distal to the suture sleeve tie impression location breaching the outer insulation and exposing the outer coil. The reported event of lead noise was confirmed. The cause of the noise was due to the external insulation abrasion which is consistent with friction to another device or features of the heart.